Event description:
It was reported that during a surgical procedure to correct a cystic condition related to spinal bifida, the pt received a burn at the ground pad site. It was reported that they could not achieve the desired electrosurgical effect, so they continued to increase the wattage output of the electrosurgical unit. When the surgery was completed and the drapes and the ground pad (dispersive electrode) were removed, they noticed 2 burned areas (#1-the size of a 50 cent piece and #2-3"x1") at the ground pad application site.